Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a tubing was clogged preventing the duovisc from being aspirated during a procedure. The product was replaced and procedure completed with no patient harm. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Inspection of the returned probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The position of the probe cutter stuck in the fully shut position would render the device inoperable and would result in the customer's experience of no aspiration. A block reader was then used to interrogate the radio frequency identification device (rfid) programmed information, which was found to be correct for the build lot of the rfids. The probe rfid connectors functioned per specifications. A review of the production in-process controls shows each probe is leak and flow challenged to assure the product meet specifications and mitigate this type of occurrence. The root cause is consistent with a manufacturing error where the driveline became occluded during the insertion to the probe engine. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. In addition, production performs a leak and flow challenge on each probe during end of line inspection to mitigate this type of occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).